Event description:
One touch profile meter was reported to have no power. This issue was not resolved with troubleshooting. Pt contacted doctor since meter would not turn on. Pt's doctor just advised pt to call lifescan about the meter. No further clinical info was provided.